Manufacturer narrative:
(B)(4). The device has been requested for investigation by the manufacturer. Investigation still pending. A supplemental medwatch will be submitted when new information has been received.

Event description:
As stated by the hospital: the cardiohelp was giving a continuous beep, which could not be silenced. And the venous probe was not providing any data. They did not succeed in initializing the venous probe. The device was connected to the patient for three days. The users tried to replace the venous probe but this did not solve the problem. They also tried to switch the cardiohelp off and restart it, but no improvement. After calling the maquet field safety engineer, they decided to replace the cardiohelp device and they had no further problems. No clinical consequence was reported by the hospital. (B)(4).

Manufacturer narrative:
A maquet field safety technician was sent for investigation. He tried to solve the problem by using another venous probe from the second cardiohelp, but without success. The cardiohelp was requested for investigation in our laboratory (lce-life cycle engineering). The described error could not be reproduced. The connection of the venous measuring head is damaged but cannot be the cause of this fault. The described continuous beep tone signals the failure of a controller and thus indicates a serious damage. It is therefore to be assumed that this error was caused by a damage on the sensor bridge, which also led to a failure of a supply voltage on the sensor bridge. Since the sensor bridge controls the voltage supply of the hmi board, the reset on the hmi board could be a follow-up error of a defective sensor bridge. But since an error on the hmi board cannot be excluded, the hmi board should also be replaced. The errors recorded in the log files by sensor bridge and hmi board have not occurred during the investigation. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).